Manufacturer narrative:
Strips used in complaint have expired. This could affect test accuracy. Pt condition could have clinical significance in the discrepancy. Further testing is not required at this time. Trend analysis is not required as strip in complaint has expired. Corrective action not required as product deficiency was not established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 3.0, lab: 8.0.